Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported a manufacturer representative checked the patient's stimulator, and the #4 electrode was >10,000 ohms. It was reported they were not using electrode #4 in programming. It was noted an impedance test was done at 3.0 volts and #4 electrode still showed >40,000 ohms.